Event description:
The customer called to report that the pump had an empty reservoir alarm. The customer changed the reservoir twice. The customer has been on the pump for one week and did not recall that the pump had to be primed each time. Later the customer called back and informed that they were treated at the emergency for low bgs. The customer was treated with glucose. It was stated that the customer pushed two reservoirs full of insulin into their body. The customer was disconnected from the pump and was on manual injections at the time of call. Troubleshooting was performed. It was found that the customer had not rewound the pump before placing a full reservoir into the pump. The customer did twice and delivered a full reservoir of insulin into their body. The customer indicated that they were not instructed to rewind the pump.